Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fast heart rate. It was noted that there was atrial undersensing observed on electrograms, and mode switch was occurring. The lead also exhibited high thresholds, and observed small p-waves. It was determined that the lead had dislodged. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.